Event description:
It was reported the patient had his scs ipg replaced because the ipg had an elective replacement indicator (eri) message. Patient did not lose stimulation and stimulation was turned on post operatively.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.